Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during a left total knee arthroplasty, the tibial articular surface provisional broke.

Manufacturer narrative:
Visual inspection confirmed that the device fractured on the medial side of the post. Review of the device history records and receiving inspection reports identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause can be said to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.